Event description:
Clinical narrative update: additional information received on 28may2026, the patient expired while on support on (B)(6) 2026. The cause of death was not provided. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support. An impella cp device was inserted via the right femoral artery in a 75-year-old female patient presenting with pre-operative placement. The patient¿s comorbidities were unknown. The patient's clinical state prior to initiation of support was identified as scai shock stage d. Bleeding was noted from the impella puncture site after placement with a medikit 16fr sheath. There was no bleeding observed during the check the day prior to the event. The impella cp and medikit 16fr were placed at the time of the event, but initial reports indicated no bleeding at that time. The device was inserted before a scheduled vsp operation. A blood transfusion was performed, though the amount administered was unknown. No problems with the femoral artery were reported. The patient remained on support. Major bleed may be related to access-site complications and the anticoagulation and purge requirements associated with impella support and was managed with blood transfusion.

Manufacturer narrative:
Correction. Updated clinical narrative was inadvertently omitted from follow-up 1 report update. Refer to b5 event description for the updated narrative.

Manufacturer narrative:
Additional information received and noted that the patient eventually expired on support reflected. Clinical assessment has been updated and captured to b5 event description. D6b explant date was updated (with d6a implant date repopulated). Following the clinical assessment, the reportable event classification was revised to death. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. The actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Complaint/patient coding has been revised to reflect the updated reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Correction: section d4 serial number was updated, corrected accordingly.

Manufacturer narrative:
Pdi/ major bleed : the cause of the bleeding at the access site was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 75-year-old female patient presenting with pre-operative placement. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. Bleeding was noted from the impella puncture site after placement with a medikit 16fr sheath. There was no bleeding observed during the check the day prior to the event. The impella cp and medikit 16fr were placed at the time of the event, but initial reports indicated no bleeding at that time. The device was inserted before a scheduled vsp operation. A blood transfusion was performed, though the amount administered was unknown. No problems with the femoral artery were reported. The patient remained on support. Major bleed may be related to access-site complications and the anticoagulation and purge requirements associated with impella support, and was managed with blood transfusion.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.